Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information provided regarding this event (refer to b5). The following information was already submitted under related report, MFR 3002808148-2023-02077 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a communication failure was caused by a faulty cable. Its unknown what caused the cable to fail. This issue is addressed in the instructions for use (IFU): ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained regarding this device/evet. The procedure was a myoma enucleation ¿ gynecology laparoscopy. The device was completed using a similar device. The operation did not take any longer than planned, however, there was about a 10 minute delay and the patient was under general anesthesia at the time of the event. No complication after procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the incoming inspection, a defective cable was found, which had caused a broken image and error e231 (scope malfunction). Due to deformation of cable unit, flare occurs. Additional information has been requested regarding this event. The investigation is going. This report will be supplemented when the investigation has been completed or if additional information becomes available.

Event description:
The customer reported to olympus, the image disappeared during an unknown therapeutic procedure. There were no reports of patient harm associated with this event. The camera head stopped working. The procedure was completed with a different device. The customer also reported that this event occurred previously on (B)(6) 023. Related patient identifiers: (B)(6) addresses the event date of (B)(6) 2023 and (B)(6) addresses the event date of (B)(6) 2023.